Manufacturer narrative:
(B)(4). Results, conclusion: iliac length less than 15 mm.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm. The proximal neck was 32 mm in diameter and 10 mm in length. The left common iliac artery was 16 mm in diameter and 47 mm in length. The right common iliac artery was 10 mm in diameter. The right and left external iliac arteries measured 8 mm in diameter. The aortic neck angle was 20 degree. Since right common iliac artery was short in length, external iliac artery landing was performed. It was reported that during the index procedure the physician deployed the bifurcated stent graft without difficulty. Upon insertion of the sheath, the right external artery dissected. The physician continued the procedure, the contralateral side was cannulated and the endurant limb was implanted and removed without difficulty. The final angiogram showed no evidence of an endoleak and a pulse could be felt in the leg. The next morning, no pulse was felt in the right leg and it was diagnosed as right limb occlusion. The same day, the physician performed a thrombectomy and implanted a stent graft resolving the event. The physician commented that at the time when the occlusion occurred in the morning, the treatment was not immediately carried out, which was one of the causes. Per the physician, it is unknown the causality with the dissection, it is possible the occlusion occurred due to blood stagnation. The physician will monitor the patient.

Manufacturer narrative:
(B)(4). Results: dissection, occlusion. Unknown cause of event. Other manufacturer's devices likely caused the dissection, which may have contributed to the occlusion. Conclusion: unknown cause of event. Dissection, occlusion. Other manufacturer's devices likely caused the dissection, which may have contributed to the occlusion.